Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. The patient mentioned that the wound came open and there was potential contamination. There were no additional adverse patient effects reported. The crt-d was explanted.